Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an explant procedure. Their right ventricular lead exhibited high pacing impedance and failure to capture. The physician explanted and replaced the lead and the patient was in stable condition.